Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 6958720, 510k# k143471 and UDI (B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent single level cervical fusion surgery due to dislocation fracture of c4-5. Post-op, the implanted screw deviated toward outside and angle of screw was slightly upright. Although it has not been noticed intra-operatively that the screw deviated or not but it was found after the operation in CT scan that the screw deviated. Patient had cerebral infarction and vertebral artery (va) also got injured. Embolization was performed for the treatment of va injury and also treatment for cerebral infraction has been completed under the neurosurgery physician. No revision surgery has been planned for the removal of deviated screw.